Event description:
Additional information was received on 2019-jul-29 from the health care provider (hcp) via a manufacturer representative reporting that the cause was unknown and could not be explained by the health care provider (hcp). The trial leads were removed and no further/future action was done. The external devices was reported to have been discarded by the staff. Additional information from the consumer on 2019-jul-30 confirmed the patient went to the hospital twice because of the jolting and heating. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's trial wireless external neurostimulator (wens). Information was reported that the patient had their trial put in on (B)(6) 2019. On (B)(6) the patient began getting his relief and even managed to take a couple of steps by his bed. On (B)(6) he had another good day. The patient is not able to walk but did take several steps and the patient was advised to go about his normal activity. Everything was ok on (B)(6). The patient was not having pain of any kind for 2 days. On friday night the patient started having jolting/jerking pain in his legs. His legs would get hot. The patient tried calling the mdt rep and tried calling the rep all night and left many messages. The manufacturing representative (rep) called back on (B)(6). The patient was in severe pain. Rep instructed patient to turn stimulation off and leave it off for a few hours. It helped with pain when the wens was off. A few hours later the patient turned the wens back on and everything was ok for a while. On saturday night he started having the same thing (jolting/jerking pain). The caller was not able to reach the rep on (B)(6), the patient was then taken to the hospital by ambulance because the patient could not get any help from anywhere. The patient's legs were so hot that even emt wrapped his leg in ice. The rep called back when they were in the ER. The rep had the patient take off the white case on the top left hand shoulder and cut the wire. It still did not stop the sharp pains. The patient had a fever and they gave him some antibiotics. All the tests came back normal. They don't why the patient had pain. He had 100 shooting pains one day in his leg. The patient came home from ER on (B)(6). On monday his hcp called him and told the patient to meet him at the hospital. They took the patient by ambulance again because he was in such severe pain. The healthcare provider (hcp) does not have privileges at that hospital, but hey allowed him to come in. The hcp took the "line" out in the back, and the other one that does to the patient's spine. The patient had a fever and pain in the ER and was in the ER all day. They did tests like MRI and everything, but they still could not determine where those sharp pains were coming from. All last week the patient has been in pain. The patient has been on several different medications. The patient went back to see his regular hcp. The hcp performed a procedure where he went to where the wire was inserted and cut into that to make sure there was no infection there. There was no infection in the patient's back. The patient was still in pain. The hcp told him he does not think there was anything wrong with his device. The hcp thinks the nerves are irritated. The hcp told the patient they spoke with the rep and assured that there is nothing wrong with the device and that it has never happened before. The hcp said in 12 years he has never had a patient like this. Even after the device was removed the patient is still having jolts, but not as many. Today he had about 40 jolts. The hcp also gave the patient tremodol for his muscles and the patient is about out of it. No further complications were reported. No additional patient symptoms were reported.